Event description:
Subsequent to the initially filed report, additional information was received. It was reported that after the failure to cross, the stent dislodged from the delivery system outside of the patient anatomy and the unimplanted stent was noted to be damaged. There was no shaft separation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported material deformation was unable to be confirmed as the stent was not returned. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous and moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported stent dislodgement. The reported material deformation was unable to be confirmed as the stent was not returned. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1562 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily tortuous, moderately calcified left anterior descending (lad) coronary artery. The 3.50x23 mm xience sierra stent delivery system (sds) could not cross the lesion due to the anatomy and was noted to have a separated portion; however, it could not be confirmed if it is the shaft or the stent implant itself. The separated portion was simply withdrawn. The patient was treated with balloon angioplasty. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.